Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, during the most recent event, the cartridge was filled with 300 units of cold insulin. There was no reported impact to the customer's blood glucose level. Recommendation was made to load the cartridge with room temperature insulin per pump labeling instructions. On the day of the call, per insulin gauge calculations, the customer received an accurate fill estimate.